Event description:
A malfunction was reported with the pump after it was dropped, leading to a malfunction code that could not be reset. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections (mdi) as a backup therapy. Instructions were provided for the pump's return and use of the replacement, which the customer acknowledged.